Event description:
It was reported that during the segmental procedure, 9 reloads were used in total, including 3 white reloads, 3 blue reloads and 3 gold reloads. The procedure was completed without any issue. After back to ward, the patient went into hypotensive state and then hemorrhagic shock. Re-operatated and found the staples malformed. Suture sewing to complete the surgery. The patient now has been back to ward.

Manufacturer narrative:
(B)(4) date sent: 6/24/2024 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: please identify the site of bleeding at re-operation? -pulmonary artery branch how was the post-op bleeding identified? Drainage fluid how many days postoperative was the bleeding identified? The same day of the surgery what was the total estimated blood loss (ml)? 2000 ml was a transfusion required? No what was the pre and postoperative anti-coagulant and pain management protocol? No any clips, clamps, or graspers near the area where the device was being fired? No please provide a timeline of events. What were the shape of the staples at the time of re-operation that were observed? Malformed staples were any issues noted with the staples shape intra-operatively during the procedure? No